Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believed the pump stopped delivering insulin. The customer was unsure of the reason why it may have stopped. The customer's blood glucose (bg) level was over 600 (mg/dl) with large ketones for over 6 hours. The customer stated they changed out the infusion set, however, was unable to bring bg level down via the pump. The customer stopped using the pump for insulin therapy. Subsequently, the customer was taken to the emergency room (ER). While in the ER the customer received insulin and fluids intravenously. The customer was in the ER for 5 hours and when released the customer's bg level was in the high 200s (mg/dl). Reportedly the customer still felt ill. The customer declined troubleshooting with tandem technical support.